Event description:
Pt admitted due to sbo. Pt had an exploratory lap with lysis of adhesions. Small bowel resection on 05/2001. Pt had some respiratory distress post-op. Early post-op pneumonia. 6 days later nasogastric tube draining copious amounts of secretions (green/brown "bile"). When suction container had approx 1000cc's of fluid, it popped out of fitting not enough to fall but, enough to stop suctioning. Pt aspirated small amount before problem found. No adverse outcome. Transferred to lower level of care the same day.